Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, paramedics were called, and customer was hospitalized due to a blood glucose level of 1,068 mg/dl and high ketone levels. Customer was put on a defibrillator to help with breathing and insulin was administered via insulin drip. The customer was released from the hospital on (B)(6) 2019 with no known permanent damage. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed.